Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, the e315 unsupported scope error message was not duplicated for the device. However, it is possible the error message may occur. The scope connector pins have deformation. No moisture in the scope connector pins. Other observations for the device: leakage observed from biopsy channel, distal end rubber coating (a-rubber) glue on insertion tube side, and between knobs; device failed insulation test; switch (sw) sw1 needs replacing; objective lens charge couple device (ccd) has a crack; light guide lens has a buckle; and insertion tube has a cut. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use as e315 unsupported scope error message was received for the device, and the device did not work. This error message is accompanied by no image available for the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) and no image though not confirmed, was that during device handling by the user, the device had leakage, which water entered, and caused abnormality in electrical components. User can reduce/prevent the suggested event by handling device in accordance with the following instructions for use: :·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.